Manufacturer narrative:
Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. The device was not returned for evaluation, as device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 27mm mitral valve was explanted and replaced with a 27mm valve after an implant duration of 4 years, 6 months due to calcification, severe stenosis, pannus, and motion restriction. Per medical records the patient presented with chronic diastolic congestive heart failure and underwent redo-mvr. Good seating and normal function of the valve on post bypass tee was noted. There was no perivalvular leak. The patient was discharged in stable condition on pod #7. As reported, only one leaflet was mobile and the other two immobile with appearance of slight amount of pannus formation and calcium.

Manufacturer narrative:
H10: additional narratives: updated d4, h4, and h6 per new information received the most likely cause is patient factors, including hld. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.